Manufacturer narrative:
The catheter was not returned for evaluation; it was discarded at the hospital due to being cytotoxic. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. As part of the manufacturing process a 100% of the units go through balloon and winding inspection process. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ the IFU also states that, ¿the arterial embolectomy catheter is not intended for use as a vessel dilator.¿ at this time, it is unclear exactly how the device was being utilized for the trigeminal nerve procedure. Additional follow up is being attempted and a supplemental report will be submitted if further information is obtained. In this event, the patient is recovering well without any undue effects. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use in a patient in a trigeminal nerve procedure of this fogarty catheter, upon removal of the catheter they identified that the balloon had dislodged into patient's cerebral ganglion. This caused an additional procedure time beyond 40 minutes. No blood loss was reported due to the dislodgment. The patient is currently undergoing chemotherapy. The balloon was placed into the trigeminal needle which was inserted into the ganglion near the foramen ovale. When the embolectomy catheter was repositioned from the trigeminal needle the balloon was missing. It was not inflated; it was just removed for repositioning and this is when it was noticed that the balloon was missing. The consultant surgeon was informed, and the consultant surgeon arrived to review the patient's x-rays. The consultant surgeon advised that the trigeminal needle needed to be flushed with saline in the event that the balloon was dislodged into the needle. Once flushed it was evident that the balloon tip was not in the trigeminal needle. The balloon tip is presumed to be dislodged somewhere near the trigeminal nerve. Handover was given to the recovery staff and it was advised CT brain to be performed and to be reviewed by the neurosurgical team. The clinicians decided to not invasively search for the tip. Patient is recovering well without any undue effects. The hospital decided to discard the product due to being cytotoxic. Patient demographics were unable to be obtained.